Manufacturer narrative:
(B)(4). The customer reported that during testing, a faulty pads error message was noted. There was no pt involvement. Philips spoke with the customer, who evaluated the device. The reported symptom was not reproduced. The device and paddle set passed op check and all testing and was returned to service.

Event description:
The customer reported that during testing, a faulty pads error message was noted. There was no pt involvement.